Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. The battery voltage was not available due to a bit flip in the lead impedance/battery voltage trend data.

Event description:
It was reported that the device experienced a bit flip and was not displaying the battery voltage measurements and the lead impedance trends were invalid. It was noted that the patient underwent a computed-tomography (CT) scan two months ago. An initialize data procedure was performed which clears all the data and the battery voltage measurement should be available in a day or two. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.